Event description:
The wife of a patient contacted lifecor customer support to report that the patient was receiving "adjust belt" alarms. She stated that she tried everything and the patient ended up taking the device off. The wife stated that the pins in the electrode belt look to be bent. Support sent a patient services representative (psr) to the patient to exchange the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested, and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.